Manufacturer narrative:
(B)(6). The device was manufactured january 11, 2017 ¿ january 13, 2017. The actual device was not available; however, a photograph of the sample was provided for evaluation. A functional flow rate test must be performed on the physical device in order to verify the flow rate accuracy of the alleged devices; therefore, the reported event could not be verified via the provided photographs. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an infusor underinfused. The device was filled with 7515mg piperacillin/tazobactam, citrate buffer for piperacillin/tazobactam diluted in 24.2ml in 0.9% sodium chloride. The end weight of the device was 249g, which had not fully infused. There was no patient injury or medical intervention associated with this event. No additional information is available.